Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited dislodgement on multiple occasions while attempting to place it in the right ventricular septum. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.